Event description:
It was reported that the user forgot to announce their breakfast while using the ilet system, resulting in elevated blood glucose and prompting guidance to allow the pump to correct and bring glucose back into range, which the user understood; this represented an incorrect use of procedure related to the user interface. Symptoms included hyperglycemia reaching 187 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, characterized as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.